Event description:
During an angioplasty, a balloon catheter became stuck inside the patient, as described by a staff member. The balloon was an abbott 4.00x15 nc trek rx (lot #: 21111g1; ref #: 1012453-15). The physician was unable to remove the catheter via the guide catheter. The physician had to remove the guide catheter and the wire to remove the balloon from the patients body. It appeared that no harm was caused to the patient, and the balloon catheter was saved and sent back to the manufacturer.